Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint "clip applier was out of instrument uses (out of lives). The instrument was returned with 89 lives remaining. A review of the remote instrument logs confirms that the instrument has 89 lives remaining and has not expired. The life indicator has not turned red, which indicates that the instrument has not expired. Additional observations that were not reported by the customer: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip was unable to successful clip onto the tubing during in-house testing. No grip misalignment was observed. The housing was removed and no damage at the back end was observed.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument was out of instrument uses. There was no patient involvement.